Event description:
Customer reports that the device had ruptured. No one was hurt. Arc requested the return of the device. A lab analysis for this type of failure was performed on a similar device. The analysis included an optical microscopy, CT scan, 2d x-ray and indicated the failure was due to a single component (battery) malfunction. The suspect batteries have not been used in production units since (B)(6) 2015.